Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a complaint about stimulation was reported: the patient never had therapeutic effect. The event or symptom occurred following an implant. It was noted that the patient needed coverage in the low back and was only getting in the legs. It was noted that was what the patient experienced during the trial. The patient noted that she contacted the office and the soonest that she could be seen was in (B)(6) 2012. The patient wanted the manufacturer to take care of the arrangements so she could be seen sooner. It was later reported by the patient on (B)(6) 2012 that ¿heart fine ¿ hip device not good.¿ the patient also wrote, ¿I understand there is a way to receive stimulation to my back.¿ the patient noted that they had an appointment (B)(6) 2012 described as an epidural. Next to the survey response, ¿I received assistance from my doctor or manufacturer representative and my concerns were resolved.¿ the patient wrote ¿not.¿ it was later reported by the manufacturer representative on (B)(6) 2014 that they had met with the patient numerous times since implant. It was noted that during the patient¿s trial they were not able to get low back coverage and only stimulation in the legs. It was noted that the patient felt they received pain relief from this coverage and elected to go forward with the implant. Since the implant, they had met numerous times to increase her area of stimulation to include her low back ¿unfortunately unsuccessfully.¿ it was noted that this had been documented numerous times with the doctor and manufacturer representative. The manufacturer representative encouraged the patient to go back to the pain management physician and seek other treatments for the remaining pain. It was noted that the patient¿s system had been checked, it showed normal impedance, and was functioning correctly. There was no surgical intervention needed or planned. It was later reported by the patient on (B)(6) 2013 that since she had the implant it had not been able to move into the back. The patient noted that this was why she wanted it. It was noted that it treated the legs. The patient noted that she had it off and turned it on the ¿other day¿ and it still covered the legs. The patient noted that she would like to try it for a knee surgery on the (B)(6). The patient stated that the doctors were discussing putting a different product in. The patient also noted that she had a pacemaker and was ¿due for a change out soon.¿ it was later reported by the patient (B)(6) 2014 that ¿almost immediately¿ after the implant the device was not helping with her pain. The patient initially stated that the issue started a ¿couple years ago¿ but then stated it did not start a couple years ago but rather ¿almost immediately¿ after the device was placed in (B)(6) 2011. The patient noted that the device was causing back pain and ¿was not working.¿ the patient also noted that she was going to have it taken out. It was noted that the doctor that was planning to remove the device was asking for information on the device. The patient did not know the information the doctor wanted. The patient noted that she had a hip replaced in the past.